Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 11/01/2016. Device returned to manufacturer? Yes. Device evaluation: two cartridges were returned at the manufacturing site, out of the initially reported three. Visual inspection at 10x microscope magnification showed evidence of viscoelastic ovd (ophthalmic viscosurgical device) residues and small particles on the surface of the cartridges compatible with handling the units and suggesting the cartridges were handled/prepared for surgery. The cartridges were observed with the tip deformed. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the cartridge were reviewed. The product was manufactured and released according to specification. During the manufacturing process the operators check the neck, tube and tip areas for cracks. No cracking or stress marks are allowed. They also check the tip for any melting, roughness, dent, bent tip or smash condition. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Concomitant medical products: intraocular lens, model and serial number unknown. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the loading of an intraocular lens (iol) into the cartridge, the surgeon noticed that the tip of the cartridge was deformed. No patient contact was reported. The operation was completed using another cartridge same model. No patient injury was reported. No further information was provided. Three (3) cartridges tips were reported deformed; therefore three (3) mdrs will be filed. This is report 2 of 3.